Event description:
Customer alleged the bed would not go into the chair position.

Manufacturer narrative:
Hill-rom technician indicated the head would raise. He replaced the head up valve to repair the unit.